Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via medtronic post failed battery test on the insulin pump. Customer's blood glucose level was unknown. Customer advised the insulin pump rejected batteries and the insulin pump had a reduced battery life. Customer declined to troubleshoot and the insulin pump will not be returned for analysis.